Event description:
The reporter indicated that a 12.6mm vticm5 12.6, -8.0/1.5/079 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a longer length lens on (B)(6) 2022 from patient's left eye (os) due to low vault.this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data: claim# (B)(4).